Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. Analysis of the device memory indicated the lead impedance data was missing/invalid. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) impedance trends showed as "blank" during device data collection. Additionally, in-office impedance tests would not run. It was determined this is likely due to device polarization. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 81.3% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the device was explanted and replaced.